Event description:
It was reported that during an associated lead revision, fluoroscopy revealed that the right ventricular lead was dislodged. The lead was explanted and replaced without complication. The patient was stable throughout the procedure and would be monitored.

Manufacturer narrative:
(B)(4).